Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 450 mg/dl at the time of incident. The customer's blood glucose was 400 mg/dl at the time of call. The customer stated that she treated her high blood glucose with manual injections. The customer declined to check for air bubbles and leaks. The customer stated that there were no insulin issues and site issues and setting issues. The customer performed the high pressure test and the insulin pump failed. The customer repeated the high pressure test and the insulin pump passed. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.